Event description:
Consumer reports that while she was brushing her son's teeth, a tooth broke. This was identified during our retrospective review of complaints for serious injury as part of our form 483 corrective action.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. (B)(4). Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible.